Event description:
The device was used during a colectomy procedure. Reportedly, the staple line was incomplete. The surgeon applied another device, cautery, and manually sutured to complete the procedure. The hosp has reported no patient injury occurred.